Manufacturer narrative:
Additional, corrected, and/or changed data: h6.

Event description:
No additional information.

Event description:
Healthcare professional reported injecting a patient in the upper face and lips with juvéderm® voluma¿ with lidocaine and juvéderm® volbella¿ with lidocaine. Seven months later, the patient was injected with harmonyca¿ with lidocaine. Five months later, the patient was injected in the nl1 and c6 with juvéderm® voluma¿ with lidocaine and in the lips with juvéderm® volite¿. Five months later, the patient was injected in the chin with juvéderm® voluma¿ with lidocaine. Seven months later, the patient was injected in the jw1 and jw3 with 1 cc of juvéderm® volux¿. Two months later, the patient sent photographs the healthcare professional showing ¿abscesses¿ on the angles of the jaw bilaterally. The patient went to a hospital in their native country where the abscesses were drained, a swab was taken for actinomycosis (that resulted negative), and an antibiotic was administered. Six days later, the patient followed up with healing reports. A month later, the patient expressed concern about a ¿nodule¿ that formed in the marionette area. Six days later, a ¿visible lesion¿ appeared bilaterally. An ultrasound scan concluded: ¿bilateral facial subcutaneous tissue changes likely related to prior filler injection, with asymmetrical involvement, more marked on the left side. The increased vascularity and internal echogenicity within the larger cystic spaces on the left are suggestive of an inflammatory or infective process, though no organized abscess or capsulated collection is identified." Event was ongoing. This file captured captured the third juvéderm® voluma¿ with lidocaine.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.